Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced hyperglycemia on (B)(6) 2026. The blood glucose level was 180mg/dl and the patient was treated with auto correction / manual bolus. No further information available.